Manufacturer narrative:
(B)(4). D10: unk femoral component cat#ni lot#ni. Unk tibial component cat#ni lot#ni. G2: australia. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a revision procedure approximately 7 years post implantation due to pain. Attempts have been made and additional information on the reported event is unavailable at this time.